Event description:
Suction canister with disposable insert was assembled for use. Suction was produced through the sys and yankauer suction. The pt was brought to the operating room and anesthetized. When suction was to be used, it did not work. Operating room suction had to be used with delay in getting the pt suctioned when needed. The facility biomedical dept was notified and biomedical staff went through all the suction components and found the white regulator knob to be defective. Biomed changed this out and the suction was ok, but less than full ability. There was no actual negative sequela or adverse effect to the pt in this case due to the loss of suction, but the potential is there. It is not acceptable to loose suction at that point.

Manufacturer narrative:
(B)(6). The root cause of the reported problem was an outer canister shell mfg defect and an excess glue height. After inspection of the returned product, it was determined to have been produced prior to implementation of 100% vacuum decay testing and a reduction in the amount of sealing glue. The mold used to produce the hard canister is on a preventive maintenance program to detect any potential problems; a gage has been developed to aid in visual detection of any molding defects. All hard canisters undergo intermittent testing for detection of any deformities that would not have been found during a visual inspection only.